Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he experienced high blood glucose. Customer stated he has changed the infusion set 3 times and his blood glucose was is still running high. Blood glucose value was 450 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. No error alarms found in the history. High pressure test not performed as the customer did not have a tubing clamp. Customer's wife stated that they changed the basal rate setting 2 weeks ago because he was having high blood glucose but it was not an approved change from the doctor. The insulin pump suggested 11 units but he only got 10 and gave also 10 units by syringe. Customer was advised to contact the doctor to check the settings. Nothing further reported.